Event description:
Rptr indicated that pt's generator was explanted due to end of svc and that pt's lead was explanted due to lead break. Further follow up revealed that the pt was seen by physician in 5/02. At this office visit, the pt reported that the pt could no longer feel stimulation and pt no longer experienced voice alteration with stimulation. Review of x-rays that were taken on that day did not reveal any obvious discontinuities in the ncp system. Diagnostic testing of the pt's device resulted in high lead impedance reading (dc-dc code 6 and high), indicating possible device malfunction. Exploratory surgery was performed the next month. During surgery, it was observed that the lead was stretched, but no lead break was identified. The surgeon connected a new generator to the existing lead and diagnostic testing again resulted in high lead impedance reading (dc-dc code 6). The surgeon clipped the old lead and placed a new lead on the nerve. After connecting the new lead to the new generator, diagnostic test results were within normal limits (dc-dc code 2 and ok). The physician also indicated that the pt is very clumsy. The pt reportedly fell face-forward and hit their head during a seizure prior to the 5/02 office visit.